Event description:
In 2000 the cryopreserved aortic valve and conduit in question was implanted into a pt of unknown medical history during aortic valve replacement. Approx eight months later, the surgical site reported that the pt developed a fungal infection, for which pt was receiving in-hospital treatment. According to the report the allograft remains implanted.